Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6). Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philips power flosser burnt during charging. Property damage was reported. No injury was reported.